Event description:
A customer reported that air bubbles were coming out of the cutter during a vitreo-retinal procedure. It is not known if there was any impact to the pt. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).